Event description:
Procedure type: lap chole. According to the reporter: dr was performing a lap cholecystectomy on patient. Dr was using a disposable clip device and while attempting to apply the metal clip on the cystic artery, he reports "the clip misfired and cut the artery". Artery was repaired, minor blood loss not expected to affect patient's outcome or recovery.